Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump touchscreen display was flickering. The customer's blood glucose was 151-152 mg/dl. The customer continued to use the pump as the issue resolved itself.